Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Pump did not alert patient that battery was low/empty. When the father checked the pump screen it was blank and it was not vibrating or making any sound. Confirmed there was no battery low or battery empty warnings on the pump. No adverse event alleged.a request was made for the return of the device.